Manufacturer narrative:
(B)(6). Brand name is unknown as it was not provided, model number is unknown as it was not provided, serial number is unknown as it was not provided, unique identifier (UDI#) is unknown as serial number was not provided, device manufacture date is unknown as serial number was not provided. No evaluation could be performed as the product was not returned. The serial number of handpiece was not provided; therefore, the manufacturer record could not be performed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During irrigation/aspiration procedure with the phaco system, the phaco tip was blocked and suction was insufficient. Customer replaced with another tip and completed the procedure. The surgery was delayed to exchange the tip. Transient corneal edema occurred after the cataract surgery, but did not require medical/surgical intervention.

Manufacturer narrative:
G4. Correction: date received by manufacturer was initially provided as 10/22/2020; however, the correct date is 11/5/2020.